Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One 4 fr single lumen powerpicc solo was returned for evaluation. An initial visual observation showed use residue on the returned sample. A small, longitudinal split was observed in the catheter tubing, and evidence of kinking was observed at the location of the split. A microscopic observation revealed the edges of the split to be straight and the fracture surfaces were observed to flat and granular in texture. The split was observed to align with a linear impression in the surface of the catheter tubing. The observed evidence of kinking in the catheter tubing suggests the damage may have been caused by material fatigue; however, additional factors such as compressional and/or torsional forces may have also contributed to the observed damage. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer, patient attended facility on the (B)(6) 2024 from CT for assessment of blocked PICC, 2 doses of urokinase administered (B)(6) 2024 but unsuccessful. Patient returned to facility on the (B)(6) 2024 for a further attempt to unblock PICC. 1st dose administered, no venous return obtained but when PICC flushed patient complained of pain at entry site. PICC fractured. Patient to return on the (B)(6) 2024 for linogram/infusional services to r/v PICC. PICC removed as per infusional services. Fracture noted at 8.5cm. Device secured with a secureacath, inserted in the right basilic vein, trimmed to 42cm. PICC was used for a CT scan on (B)(6) 2024. Treatment of r-bendamustine was not delayed. No harm to the patient, new device required.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One 4 fr single lumen powerpicc solo was returned for evaluation. An initial visual observation showed use residue on the returned sample. A small, longitudinal split was observed in the catheter tubing, and evidence of kinking was observed at the location of the split. A microscopic observation revealed the edges of the split to be straight and the fracture surfaces were observed to flat and granular in texture. The split was observed to align with a linear impression in the surface of the catheter tubing. No evidence was seen on the sample, or within the investigation, which suggested a root cause to the split damage. This complaint will be recorded for future trending and monitoring purposes.